Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was vibrating without an alarm or alert. Customer stated the vibrate mode is on and the battery is not low. Self test performed and the customer states the insulin pump vibrated during the vibrate test. Customer stated that he is unhappy with the screen and makes him want to change to a new device. Customer was advised to monitor the insulin pump. Nothing further reported.